Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils lp, packing coils lp, a ruby coil lp detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician successfully deployed and detached one ruby coil lp and three packing coils lp into the target vessel using the microcatheter. Then, the physician advanced a ruby coil lp into the target location using the microcatheter and attempted to detach it using the handle; however, the ruby coil lp failed to detach. It was reported that multiple attempts were made to detach the ruby coil lp using the handle; however, all were unsuccessful. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil lp, the same handle and the same microcatheter. There was no report of an adverse effect to the patient.